Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a sample from a single patient using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A definite assignable cause cannot be determined. Reported qc fluid performance indicates vitros tropi es lot 4330 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 4330 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. It is possible that the issues with the vitros 5600 integrated system relating to the uwr bottle and a frozen cooler could have been contributors to the higher than expected tropi es result. However, a diagnostic precision test was not performed on the vitros 5600 integrated system at the time of the event; therefore, it was not possible to determine whether an instrument issue was a likely contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as it was established that the customer was not following the sample collection device manufacturer¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4330. (B)(4).

Event description:
A customer observed a non-reproducible, higher than expected troponin I result from a sample from a single patient using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample 1 result of 0.615 ng/ml versus the expected result of 0.018 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory however a corrected report was later issued for the patient. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).